Manufacturer narrative:
The micor extractor was returned to the manufacturer and evaluated. The device was subjected to visual inspection and functional testing, which consisted of flow, vacuum, surge, and cutter testing. There was no damage or device malfunction identified and the device met specifications and performed as intended. The micor extractor device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The surgeon's opinion on the etiology was likely caused during use of another device. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference #: (B)(4).

Event description:
Surgeon performed hydrodistention and used a miloop for one cut. During nucleus extraction with the micor 700, the surgeon attempted to free material using a drysdale as a second instrument. While maneuvering the second instrument around a nuclear fragment in the periphery, the capsule was likely punctured. The micor tip was in the middle of the eye and not near the compromised area when the issue was identified. Upon recognizing the capsule compromise, the surgeon stopped aspiration, injected viscoelastic, and removed the micor device. An anterior vitrectomy was performed using a phaco unit, and a three-piece sulcus lens was implanted instead of the planned one-piece lens. The surgeon attributed the likely cause of the capsule puncture to the second instrument (drysdale), not the micor tip. Patient movement during the procedure, caused by significant shoulder pain (rotator cuff issues), may have been a contributing factor. The micor extractor will be sent for evaluation, though it is not believed to be the cause of the event. The procedure lasted approximately one hour, and the vitrectomy was completed successfully. Additional patient follow-up was requested from the surgeon.